Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted right nephrectomy, the renal vein was inadvertently injured while using the vessel sealer extend (vse) to dissect fatty tissue. The surgeon does not believe that the da vinci system, instrument, or accessory caused or contributed to the event. The injury is suspected to have resulted from attempting fine dissection in the hilum using the vse instrument, which was ultimately not possible for that purpose. The injury led to significant bleeding, estimated at approximately 1500 ml. Hemostasis was initially attempted robotically, but the procedure was ultimately converted to an open approach. The renal vein was sutured to control the bleeding, and the kidney was successfully removed. The patient required a blood transfusion and experienced significant hemodynamic instability and hypotension. The procedure was completed without further complications. The patient did not experience any post-operative issues, and there is no concern for long-term complications related to the event.

Manufacturer narrative:
Updated sections: h2, h6, and h11. Additional information: a review of videos provided by the customer was performed. One video shows the surgeon using a maryland bipolar forceps (mbf) instrument and a vessel sealer extend (vse) to dissect around the renal hilum. At one point, the jaws of the mbf instrument are opened and placed behind tissue and the mbf instrument is moved toward the top of the screen. This movement appears to result with a perforation of the vena cava, resulting in significant bleeding. The surgeon attempts to use the vse instrument and the mbf instrument to grasp and apply pressure to the bleed, but the perforation grows larger. In another video, the surgeon attempted to energize tissue with the mbf instrument. Although the armpod lights up, there is no tissue effect observed. This continues until it appears that the energy cable was reseated. The instrument is removed and reinstalled but there is still no tissue effect observed when energy is activated. A monopolar curved scissors (mcs) instrument in the surgeon's other hand was successfully able to be activated. Moments later, the mbf instrument appeared to be successfully activated, and tissue effect was observed. There was a message stating ¿regrasp the tissue, and ensure that the grips are separated.¿ it is possible that the tissue was too thin to energize without shorting the bipolar circuit.

Event description:
Refer to h11 for follow-up information.